Event description:
It was reported that during a low anterior colon resection, the staple line opened up when the circular was inserted. As a result, an omento pexi procedure was performed and malformed staples were found. A colostomy had to be performed. The surgeon still has not determined if the colostomy will be temporary or permanent. The pt remains in the hosp.